Manufacturer narrative:
One kangaroo e-pump enteral feeding pump was received for failure analysis. The reported symptom of a rotor error could not be duplicated; however, the observed symptom of no audio was verified. After powering up the unit under testing, no audio was observed. Additionally, no audio was observed on the volume control screen. Upon inspection of the main pcba, a component of the audio circuit was found to be partially dislodged. The root cause for no audio is caused by components being dislodged from the audio circuit on the main pcba. This is due to impact from the screw boss on the housing when being assembled. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has rotor error. Upon triage service observed symptom of no audio.